Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2018. It was reported that the patient controller was turning stimulation off on its own starting about 2-3 weeks prior to the report (confirmed as 2018). The patient wanted a replacement patient controller because they thought that this was the issue. The energy meter was showing that the patient should be charging every 1.3 days. Typically, the patient¿s family member charges every day but not necessarily at the same time. They make sure that the implantable neurostimulator stimulation is on and then locks the patient controller, but when they check the implantable neurostimulator in the morning, sporadically, the patient controller will show that the stimulation is off. This has happened a handful of times and sometimes when it shows stimulation is off, the patient controller will show that the implantable neurostimulator is depleted, but other times, it will show that it is 100% charged. They had a photo of when this had happened on (B)(6) 2018. Other specific dates when this has occurred remain unknown. The patient has group a with two programs (intensities of 3.7 milliamps and 3.0 milliamps). The patient doesn¿t normally change the intensity; however, they sometimes decrease intensity due to change in weather. The patient does not have adaptivestim enabled. The stimulation usage graph showed 88% usage and ¿therapy unavailable¿ on (B)(6) 2018, (B)(6) 2018. The patient had charged on (B)(6) 2018 from 10% to 60% charge in 46 minutes and then from 60% to 90% charge in 59 minutes. On (B)(6) 2018, they charged from 30% to 100% charge in 1.6 hours. On (B)(6) 2018, they charged from 20% to 100% charge in 1.1 hours. On (B)(6) 2018 they charged from 60% to 100% charge in 26 minutes. On (B)(6) 2018 they charged from 10% to 100% charge in 57 minutes. On (B)(6) 2018 they charged from 80 to 100% charge in 45 minutes. It was reviewed that it appeared that the issue with charging was related to the charge level of the implantable neurostimulator. The patient was recommended to keep a journal of what times they are recharging, what the patient controller shows, and when an event occurs that the stimulation has turned off on its own. The patient¿s family member indicated that they would not be making a log of recharging information. The patient had previously only been implanted with primary cell devices prior to having this rechargeable device. Based on the usage information, it was clear that at least some instances of the stimulation turning off were related to the battery depleting. In addition, it was noted that the patient controller was charging the implant but will not turn up stimulation. The patient¿s family member still requested a new patient controller despite the manufacturer representative and technical services indicating that they did not think that the patient controller was the problem. The consumer noted that the implantable neurostimulator turned off when the lithium power pack is taken out of the patient controller. They noted that at least this is what happened with the previous controller. There was no information about this occurring with the new patient controller that was sent to the patient. The patient¿s medical history includes having the spinal cord stimulation device, a pain pump, and taking oral dilaudid. Additionally, it was noted that the patient has a head injury which makes it difficult to learn new things.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight obtained.